Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative found the line power fuses were blown. They replaced the fuses. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device. It was reported that the mobile view station (mvs) had no lights illuminating or power. The site tried multiple outlets but that did not resolve the issue. This was outside of a surgical procedure. No patient involved.